Event description:
The information received from the field states that during the repair of a lesion located in the distal left superficial femoral artery (sfa), this stent partially deployed and is believed to have caused a dissection in the proximal sfa. The information states that this female patient (age unknown) had diffuse disease in the proximal left sfa and a chronic total occlusion (cto) in the distal sfa and proximal popliteal artery. The physician accessed the right femoral artery with an 8 fr. Contra one up and over sheath and passed a v18 300cm guidewire to the lesion. The physician pre-dilated the entire sfa with a savvy 4mm. After dilation was complete, the physician made a roadmap of the lesion and decided to use a 6x80 smart stent to treat the lesion. The physician was utilizing a portable c-arm to perform the procedure. The physician performed an angiogram and created a roadmap to be capable of placing the stent in the proper position. After properly inspecting and prepping the device the physician advanced the stent delivery system (sds) blindly over the guidewire so that his roadmap would not be lost. During advancement the physician felt a resistance and needed to move the c-arm to the proximal sfa were the resistance was being felt. The physician states that, under flouro, he noticed the stent had partially deployed (approximately 1/2cm) without the deployment handle on the sds being moved. The physician was able to re-sheath the stent back into the delivery system and remove the device from the patient, without losing access to the target lesion. A follow-up angiogram was performed and showed that the proximal sfa had a dissection. Therefore, the physician went back and successfully treated the cto in the distal sfa and popliteal. He also placed a stent into the proximal sfa to treat the dissection. The patient is in stable condition.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.